Event description:
It was reported that the tip of the recanalization catheter detached in the left sfa and remained in the pt. An attempt to retrieve the detached tip with a snare was performed; however, it was embedded in the calcium and was not flow limiting. The procedure was ended with no further intervention. The pt was referred to a surgeon for a bypass. Pt status is unk.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The sample has been discarded by the user; therefore, the eval of the device can not be completed. The investigation is underway.